Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had lost a lot of weight and had also taken a fall so their implant had flipped. The patient said they were receiving painful shocks from the implant, so they saw their hcp regarding this. Pt said the hcp and the nurse were unable to get the implant flipped back to the proper position, and they couldn't get patient or clinician equipment to connect to the implant. Pt needs MRI of knee and can't get device into MRI mode. The hcp is telling the patient they likely need to have the implant replaced with new one. The patient said the hcp and they had tried to get ahold of the mdt rep. Pt knows that issue needs to be addressed by hcp and said that the patient was currently on a waiting list to get into hcp. Ps reviewed the role of the rep and sent a message to the field to make field aware of the situation. Also emailed patient hcp listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.